Manufacturer narrative:
Other relevant device(s) are: product ID: v amc4642c150tj, serial/lot #: (B)(4), ubd: 09-apr-2020, UDI#: (B)(4); product ID: vamc4238c150tj, serial/lot #: (B)(4), ubd: 23-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant captivia stent grafts were implanted in the patient for the endovascular treatment of a 60mm taa and a further three valiant stent grafts were implanted for another unknown procedure 3 years later. Approx. 1 year, 9 months later, it was reported the patient had post-proteinuria and renal dysfunction due to a post-biological kidney transplant. It was reported an embolism was also observed. Per the physician, the embolism may have been caused by a previous renal biopsy or due to the fact the patient's medical history of multiple artificial blood vessel replacement and aortic stent graft placements, the possibility of embolism due to the hydrophilic polymer on the various device surfaces used in the treatment process may have also contributed to the event. No additional clinical sequalae were reported and the patient will be monitored.